Event description:
Customer alleged that a pt fell out of the bed and was injured. The nurse left the pt unattended for 5 minutes and when she returned found the pt on the floor. The nurse stated the pt had climbed over the siderails. She also stated the bed did not contribute to the incident. The siderails were reported to be up. No information was given regarding severity of the injury.